Manufacturer narrative:
Main investigation conclusion: incidental findings: atypical power cable disconnect and low voltage advisory alarms. The submitted log files were reviewed following the reported event of driveline disconnect alarms. The reported driveline disconnect alarms are addressed via the pump investigation (reference MFR # 2916596-2021-01343). The submitted log file contained approximately 8 days of data ((B)(6) 2021 per the timestamp). The log file did not indicate any issues with the controller that would have contributed to the reported event. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for evaluation. The reported event could not be correlated to an issue with the system controller. Heartmate 3 patient handbook rev. C section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) rev. C section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline disconnect, low flow, lvad off, and power cable disconnects alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use rev. C section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook rev. C section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller power cables. Heartmate 3 patient handbook rev. C section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use rev. C section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the system controller power cables. The heartmate 3 patient handbook rev. C cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 30jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01343. It was reported that the patient's device had low speed hazard/pump stop events while powered by batteries on (B)(6) 2021 at 22:48. The pump off event was due to a driveline disconnect event where the driveline was momentarily disconnected/reconnected at the patient¿s controller. The patient did not disconnect the driveline at that time and confirmed that the connection between the controller and modular cable was not loose. There was also a low power advisory due to normal battery depletion on (B)(6) 2021, which is a routine event.